Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported alarm levels on the clinical information center appeared to be spontaneously changing. No patient compromise reported.

Manufacturer narrative:
The (B)(6) 2015 logs for the cics in the tele care unit and ctss were reviewed. There was no evidence of any of the cics in the tele care unit failing to acquire telemetry alarm defaults from other cics in that care unit or of the ctss failing to acquire telemetry alarm defaults from the cics when telemetry beds were admitted. There was also no evidence of the user changing telemetry alarm defaults in the setup cic utility. There were, however, numerous instances throughout the day where the user repeatedly changed the alarm levels for atrial fib, couplet, r on t, pvc, bigeminy, trigeminy, v brady, tachy, v tach, and vt > 2 for multiple beds at multiple cics. The customer alleged that the level for v tach alarms was unexpectedly changing from crisis to warning but did not specify which beds were experiencing the alarm level changes. However, the logs show that all v tach alarms occurring on (B)(6) were being asserted at the crisis level at all cics. The available information does not indicate any problems with the telemetry alarm defaults functionality at the ctss or ctss. The system was operating as designed.